Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 464 mg/dl. Customer stated that they changed the infusion set and reservoir several times and keep getting no delivery alarms. Customer stated insulin exits, but there were greater than normal resistance when attempting plunger push. The insulin pump will not returned for analysis.